Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016,the lens was explanted due to low vault and lens rotation. The lens was then exchanged for a lens, two sizes larger, on (B)(6) 2016. The surgeon had difficulty explanting the lens due to patient's poor pupil dilation. Surgeon also noted that implant of the larger lens was especially challenging due to the patient's iris edge was so wide it "appeared like a cat's eye." (B)(4). Claim # (B)(4) .

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.0/+2.5/085 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the patient experienced low vault. Multiple attempts have been made to determine whether the lens has been explanted/exchanged, still unable to clarify. According to the surgeon, the eye is "quiet".

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016,the lens was explanted due to low vault and lens rotation. The lens was then exchanged for a lens, two sizes larger, on (B)(6) 2016. The surgeon had difficulty explanting the lens due to patient's poor pupil dilation. Surgeon also noted that implant of the larger lens was especially challenging due to the patient's iris edge was so wide it "appeared like a cat's eye." (B)(4). Claim # (B)(4) .

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016,the lens was explanted due to low vault and lens rotation. The lens was then exchanged for a lens, two sizes larger, on (B)(6) 2016. The surgeon had difficulty explanting the lens due to patient's poor pupil dilation. Surgeon also noted that implant of the larger lens was especially challenging due to the patient's iris edge was so wide it "appeared like a cat's eye." (B)(4). Claim # (B)(4) .